Event description:
Reportedly, the subject home monitor did not connect since (B)(6) 2018. It is suspected that the led of the home monitor showed a fixed orange light.

Event description:
Reportedly, the subject home monitor did not connect since (B)(6) 2018. It is suspected that the led of the home monitor showed a fixed orange light.